Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the device was evaluated on site at the user's facility. The reported event was likely attributed to the user not having sufficient knowledge of the equipment and not reading the instruction manual carefully. The suggested event can be detectable by handling the device in accordance with the instruction for use (IFU): oer-pro operation manual chapter 3 inspection before use 3.10 checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 7 routine maintenance 7.12 replacing the disinfectant solution when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Acecide-c product overview ·reuse period up to 5 days chapter 7 routine maintenance 7.3 disinfecting the water supply piping ¿ before using this equipment for the first time (after installation of the water filter). ¿ immediately after replacement of the water filter. ¿ whenever bacteria in the water supply piping is identified. ¿ before using the device when it has not been used for more than 14 days olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing the water line disinfection and had reprocessed only some scopes in the oer the day prior. The staff was found using lcg (disinfectant solution) that was overdue to be replaced and found that the last replacement had been on aug/13/24. The customer is using aldahol, which should be replaced every 14th day. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the ess completed an in-service on the water filter replacement and water line disinfection procedure, while performing the process and demonstrating to the customer. Also, changed the pre-filters. Prior to replacing the filters, ess had noticed that the lcg (disinfectant solution) was overdue to be replaced, so ess loaded new lcg (disinfectant solution) and tested to confirm efficacy. Ess stressed the urgency of performing these procedures exactly as the manual outlines and that the lcg (disinfectant solution) must be replaced every 14 days. Ess recommended that the customer reprocess all of their scopes to ensure an effective high-level disinfection is performed once all filters had been replaced and the water lines were disinfected. After completing the filter changes, ess ran a test cycle to confirm proper operation of the oer-pro. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.